Manufacturer narrative:
The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with kinks in the catheter and the balloon deflated. The device had kinks, bends and breaks as follows: kink in the catheter at 127.2cm, break in catheter at 129.8cm, and bends at 132.7cm 133.5cm, 135.2cm 136.6cm and 137.8cm distal from the handle. The distal ring gauge was tested and was smooth with no difficulty advancing the gauge. The proximal slotted ring gauge did have some grabbing when put over proximal balloon joint. A lab meeting was held with production management on 06.13.2023 and with manufacturing engineering on 06.15.2023 it was determined that the proximal balloon joint would not pass the ring gauge due to excessive glue at the joint. This is a likely cause for the reported resistance during advancement resulting in the observed damage to the catheter. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report of difficulty during advancement resulting in the catheter becoming damaged. The root cause of this advancement difficulty was traced to the proximal balloon joint being too large due to excessive glue. Production management and the department team leads were notified of this occurrence. A notification of operator related complaint form was provided to production management to make them aware of an operator related complaint and an operator retraining has been completed. Additionally, a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy, the physician used a cook hercules 3 stage wire guided balloon esophageal-pyloric-colonic. It was reported [that] upon passing through scope, the balloon passed through scope until distal tip. It would not advance further. There was no reportable information at this time. The device was evaluated on 05/15/2023. The catheter was broken around the 130cm portion of the catheter distal from the handle. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The product was returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.